Event description:
The pt reported experiencing elevated blood glucose of up to 24 mmol/l (432 mg/dl) on (B) (6) 2010 and on (B) (6) 2010. The pt believes the infusion device delivers too little insulin. He bolused through the infusion device and was unable to lower his blood glucose. He injected insulin via syringe to lower his readings. His normal blood glucose range is 5-7 mmol/l (90-126 mg/dl). No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.